Manufacturer narrative:
One 7207315 sterile 4.5mm cannulated endoscopic drill bit reported on. The complaint stated: ¿the tip of the drill broke in the patient.¿ product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Successful implantation hinges upon following the recommended site prep recommendations. Influences that could compromise product performance or integrity include: IFU not adhered to. Inadvertently reused single use product. Contact with another instrument or device causing damage. No product inspection prior to use. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Force placed upon the drill can present bent distal tips and dull or uneven cutting edges. Use of drills with worn or dull tips can result in breakage. It is up to the surgeon to be familiar with the limitations of the specific device. Product manufacturing documentation shows that the device met specifications upon release to distribution. Incidence rate is monitored via surveillance. During the course of this complaint analysis, further evaluation of dimensional specifications was initiated by engineering. Though the product is within specifications, potential improvements to the design/process are being considered for greater consistency of performance.

Event description:
It was reported that when the surgeon over reaming his 2.4mm passing pin in the tibia tunnel with a 4.5mm endocannulated drill, when the tip of the 4.5mm completey snapped off. Backup device was available to complete procedure. Pieces were removed from patient; no significant delay was reported in procedure and no patient injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the surgeon over reaming his 2.4mm passing pin in the tibia tunnel with a 4.5mm endocannulated drill, when the tip of the 4.5mm completely snapped off. Backup device was available to complete procedure. Pieces were removed from patient; no delay in procedure nor patient injuries were reported.